Event description:
The removal of implants was attempted because bone fusion had been achieved. This is report 5 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on an unknown date, the patient underwent an orif surgery for index and middle finger metacarpal fractures. On (B)(6) 2023, the patient underwent removal surgery. To remove the index metacarpal plate, the surgeon expanded just above the metacarpal of the index finger and retracted the superficial branch of radial nerve to the radial side, exposing three screws. Because the screws were covered with bone, the surgeon carefully detached the area around the screw heads with a bone chisel and attempted to remove them, but all three screws were difficult to remove. There was no adhesion to surrounding area, and screws were remained in the patient¿s body because it would require an invasive procedure to remove them. To remove the middle finger metacarpal plate, the surgeon expanded the metacarpal of the middle finger and retracted the extensor tendon to the ulnar side. The two most distal screws and the most proximal central screw could be removed, but the other screws were difficult to remove. The most proximal radial side had a screw break during the process. The most distal of the most proximal ulnar and diaphyseal screw had lost the groove in their screw heads. Same as index finger, there was no adhesion to surrounding area, and screws and plate were remained in the patient¿s body because it would require an invasive procedure to remove them. The surgery was completed successfully with over 30 minutes of surgical delay. No further information is available. This report is for an unk - screw: trauma. This is report 5 of 5 for (B)(4).